Manufacturer narrative:
A new left ventricular lead was successfully implanted. As the explanted lead was not returned to boston scientific for analysis; the clinical observations could not be confirmed. Should additional information become available this event will be updated and an amended report will be submitted.

Event description:
Boston scientific received information that the patient with this left ventricular lead presented to the hospital as she wasn't feeling well. Upon device interrogation, this left ventricular lead exhibited impedances greater than 2,000 ohms. In addition, the patient's cardiac insufficiency had gotten worse from the lack of left ventricular therapy. A chest x-ray was performed and revealed that the lead had pulled back and no capture or stimulation was noted on the left ventricular lead. The decision was made to perform a revision procedure. The left ventricular lead was removed and successfully replaced with normal measurements. The explanted left ventricular lead was discarded at the hospital and will not be returned to boston scientific. No additional adverse patient effects were reported .